Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 380 mg/dl. At the time of the report with tandem technical support, the customer did not have an alternate method of insulin therapy. Customer declined further follow up from tandem technical support.